Manufacturer narrative:
The pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The lvad was not explanted from the patient after expiration. The device will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was not happy with their overall quality of life and asked that the left ventricular assist device (lvad) and pacemaker be turned off. The patient¿s health had been gradually declining after a cancer of the bowel diagnosis, and biopsy of a lesion on the lung, which was rated as high likelihood for malignancy, but slow-growing, so no intervention taken. The patient was prescribed antidepressants and appetite stimulating medication due to the patient having a history of depression and being non-compliant with diet. The patient continued for several months to ask to have the lvad stopped. The patient was interviewed by a palliative care physician and felt that the patient had a right not to continue with aggressive therapy. The family acquiesced to the decision, and the patient was admitted to the hospital to have support discontinued. The lvad had no issues, no alarms, and produced adequate flow. There was no autopsy, and the pump was not explanted.

Manufacturer narrative:
It is unknown if or when the lvad was explanted from the patient after expiration. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2017. The cause of death was not provided. No further information was provided.